Event description:
An adc customer reported receiving imprecise meter readings of 95mg/dl and 19mg/dl obtained within a ten minute timeframe. Note: the adc meter displays readings between 20mg/dl and 500mg/dl. A "lo" message indicates a reading <20mg/dl. It was not identified in the report whether the customer observed a "lo" message however, the readings of 19mg/dl and 95mg/dl were plotted on the parkes error grid and fell within the "c" zone showing the difference in values is considered clinically significant. There was no report of adverse event, death or mistreatment associated with this complaint.

Event description:
Reportedly, the device was explanted after an implant duration of 262.9 months for mr and ie. Per the cer: it was reported that the duromedics mitral valve 31mm was implanted for mvr on (B) (6) 1988. On (B) (6) 2010, the device was explanted due to the mr and ie; one of the leaflets had escaped and was found in the iliac artery. Sjm 27mm valve was implanted as a replacement. The customer does not think this explant was device related and explained to the patient that the valve was explanted because of the malfunction of the device due to the infection. Etiological agent is unknown and customer is performing a pathology test for identification. The escaped leaflet is still in the iliac artery.

Event description:
Per the cer: it was reported that magna (B) (4) was implanted to correct aortic stenosis on (B) (6) 2010. CABG was also performed on the same day to correct angina pectoris. After the surgery, patient became los but she recovered. There was no leakage observed on echo images. In (B) (6) 2010, patient condition became worse and aortic regurgitation was observed on echocardiography. It was suspected to have a paravalvular leakage but since it was not large amount of the leakage, customer decided to monitor the patient. Depression of the cardiac function and exacerbation of the regurgitation were observed so that the customer decided to re-operate the patient. On (B) (6) 2010, the night before the surgery, patient became vt and went into shock, but she was recovered by dc defibrillator. On (B) (6) 2010, the patient was re-operated. Magna (B) (4) was explanted due to the aortic regurgitation. Mosaic 19mm valve was implanted as a replacement. Customer commented that it was suspected to have a paravalvular leakage but there was no suture cut or annular ring tear observed during the surgery. Valve was also tied with the sutures. There might be some small leakage, but it did not seem to have a leakage that could cause a problem. Patient was moved to ICU with pcps. On (B) (6) 2010, patient passed away. Customer commented that it is unknown if this explant was the product related since there was no problem found with the valve. But since there was a regurgitation observed on echocardiography, customer requested us to evaluate the valve to check the structure of the valve to find the possible cause. Customer also requested the valve to be returned after the evaluation in order to do the pathology examination at the customer's facility. Customer will send us the explanted valve and the echo image for evaluation.

Manufacturer narrative:
Echo results from independent consultant received 03/31/2010 are stated as follows: the cd contains a single folder, with two internal folders ¿¿ one containing 9 movie clips in ¿avi¿ format, and the other containing 21 still images in ¿bmp¿ format. All images are from transthoracic echocardiography; the still images are associated with the date 16/2/2010, the presumed date of acquisition of all of the images (approximately 9 days before re-do surgery). The aortic bioprosthesis is not visualized in any of the available images, although it is adequately interrogated for ar with doppler. Findings are summarized below. (B) (6) 2010 transthoracic echocardiogram. The left atrium is moderately dilated. The lv is normal in size. There is moderate concentric lv hypertrophy, and normal lv systolic function (ejection fraction ~ 75%). There is mitral annular calcification, and mild mitral regurgitation. The aortic bioprosthesis is not visualized. There is moderate aortic regurgitation. The origin appears to be paraprosthetic, perhaps best seen toward the end of the movie labeled ¿18.wmv¿. Ar, seen in an apical 5-chamber view, acquired toward the end of movie ¿18.wmv¿. Apparent paraprosthetic jet origin is marked (arrowhead). Impression: there is moderate aortic regurgitation. There is lv hypertrophy, but (as of the date of this echocardiogram) normal lv size and systolic function. Although the aortic bioprosthesis is not directly visualized, the ar jet origin appears to be paraprosthetic.

Manufacturer narrative:
Results of investigation has been communicated to the customer by letter. Evaluation summary: on 05/13/2010, the evaluation lab noted the following: no inconsistencies detected, the valve will be sent to research and development for functional testing. On 07/02/2010, the (B) (4) report (B) (4) was finalized. The summary and conclusions states the following: "this valve was explanted after a duration of 42 days due to reported aortic regurgitation. Edwards standardized in vitro functional testing demonstrated essentially no leakage through the valve with a trf of = 1%. This is well below the maximum 10% trf allowed for this size per iso (B) (4). This result is consistent with the echocardiogram interpretation that shows that the jet origin appears to be paraprosthetic. This result is also consistent with the surgeon's suggestion of paravalvular leak."

Manufacturer narrative:
Customer letter required. This was determined reportable per edwards lifesciences procedures. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device has been returned to edwards (B) (4) office and is en route to our evaluation laboratory. Device must sit in quarantine for 30 days in (B) (4) prior to shipment to u.s. Echo dvd has been requested but not received. Device has not been received by evaluation lab.